Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an incomplete flap in the left eye during flap creation procedure. Flap would not separate from the bed and was unable to lift. Patient will come back in three months time for possible retreatment or photorefractive keratectomy.

Manufacturer narrative:
The company representative was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The system was found to have met all specifications. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by to ensure that the product was manufactured in compliance with the device master record. Based on assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. Each of these complaints included flap-related reported events. However, all of the similar complaints were determined to not be relevant to this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).